Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners near the bolus and up arrow buttons, a cracked reservoir tube lip and cracked battery tube threads. No cracked screen was noted.

Event description:
It was reported that the insulin pump had multiple cracks; one by the up arrow and another one by the bolus button that went up to the screen of the device. The customer's blood glucose was 170 mg/dl. The discontinuation of the device was advised. Nothing further was reported.